Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "forward firing". The procedure was completed with a turp. Pt outcome: "no damages to the pt."

Manufacturer narrative:
Device code (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.